Manufacturer narrative:
It was reported that when the end user deployed the device the needle retracted from the back of the device. An initial phone call to the distributer was made to gather additional information and get contact information for the end user. The distributor stated they would supply this information to us. We have reached out over 3 times to get this information. The device has not been returned to medsource, therefor, no root cause could be determined at this time.

Event description:
When deploying the safety device of the catheter, the needle retracted from the back of the device. The user was stuck with the needle. The employee was given several tests as a precautionary measure due to the needle stick.